Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that telemetry could not be established, and there was no pacing spikes with or without the magnet. The patient had not had a device follow-up visit in 5 years. It was further reported that the patient was symptomatic and had gone to the ER. The patient said he had a feeling the "thing was dead" because he had not felt it pace in a while. The device was explanted and replaced. No patient complications have been reported as a result of this event.